Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records were provided for review. The investigation is confirmed for positioning failure, filter limb detachment, material deformation, perforation of the inferior vena cava (ivc) and filter migration. A definitive root cause for the reported event could not be determined. The device is labeled for single use. (Device: 3009, 4001).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500j vena cava filter allegedly experienced migration, detachment of device, material deformation, positioning issue and patient device interaction problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old male patient was (B)(6) lbs.